Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient woke, her cgm displayed 3.3 mmol/l; however, her husband checked her bg and it was 1.8 mmol/l. The patient reported that she did not receive an alert on her mobile app when the cgm displayed 3.3 mmol/l. The patient was taken to the emergency department and treated with glucose via intravenous (IV) therapy and food. She remained in the emergency department (ed) but was discharged home a couple of hours later. At the time of report, the patient was in healthy condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.